Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii on the right side." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "capsular contracture baker grade iii on the right side." Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported, "capsular contracture, baker grade iii. On the right side". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d.9: device has not been received. Device photos were received for analysis. Per, date provided. Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: observed, opening the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.